Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying error 2 and error 5 messages intermittently. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient claimed the alleged issues began sometime in (B)(6) 2013. She reported she would attempt to test and get either an error 2 message or sometimes an error 5 message. The patient advised the mss that she manages her diabetes with metformin 1000mg, 1x in the morning and 1x in the evening and novolog insulin 20 units in the morning and 30 units in the evening and tests 2x per day. She reported not making any changes to her usual diabetes management routine in response to the alleged issue, but due to cost of medications, she stated she would occasionally take half the dose of her metformin pills. She claimed that on an unknown date/time after the issue began she developed symptoms of frequent urination and was unable to get a reading on her meter due to the alleged issues. Approximately 5 days later, she had to be taken to the emergency room by paramedics due to ¿almost passing out¿ and ¿was just out of it¿ at 8am in the morning. She reported that the paramedics were called and when they arrived within a short amount of time and checked the patient¿s blood glucose, they observed a result ¿in the 700¿s¿ (mg/dl). She stated she was treated with insulin via IV and did not know what else was administered via the IV. She indicated that this treatment continued when she arrived at the hospital and was kept in the intensive care unit for 1.5 days. She reported that her blood glucose was checked every 2 hours but could not recall the results. The patient stated she was also being treated for high blood pressure and high cholesterol. The patient was then transferred to a normal ward and was in the hospital for a period of 5 days. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting since the patient did not have testing supplies available. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of hyperglycemia that required medical intervention by a healthcare professional after the alleged meter issue began.